Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept giving the customer a no delivery alarm. Blood glucose value was 293 mg/dl at the time of the incident. The customer treated with a manual injection. Troubleshooting was performed and the customer stated the no delivery alarm occurred during manual prime. The customer was advised that we are unable to determine the cause of the alarm without a complete set change and advised to replace the infusion set and reservoir as soon as possible. Nothing will be replaced or returned.